Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when preparing keytruda(chemo) a bd phaseal¿ protector p14j had leakage at the connection of the vial and the protector. The needle of the protector was broken.

Manufacturer narrative:
Investigation summary: one sample unit was received for evaluation by our quality engineer team. Upon visual inspection of the sample, the needle of the protector was found detached and inclined. Inclined needles for the p14j protector product were found during the manufacturing, however, a quality project was implemented to prevent the defect from reoccurring. Investigation conclusion: as a lot number is unknown for this incident, it cannot be determined whether this sample was manufactured prior to the quality project's improvements. If a poor protector connection is made by the user, leakage may also occur. Root cause description: the root cause cannot be clearly established. Rationale: complaints received for this defect and device will be monitored by our quality team for signs of emerging trends.

Event description:
It was reported that when preparing keytruda(chemo) a bd phaseal¿ protector p14j had leakage at the connection of the vial and the protector. The needle of the protector was broken.